Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During training by a zoll medical sales representative, the device displayed "pacer fault 117" and "bridge test fail" messages. There was no patient involvement in the reported malfunction.